Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during a review of the black box data, a cs 052 alarm was observed, which may cause the display to be blank for several seconds. During testing, the display was not blank. A single component failure was found during investigation, causing the cs 052 alarm. The pump was unable to move past the verify screen.